Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: there were no ink spots observed on the display. Multiple scratches on the display lens were observed.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (ink spots) issue. The reporter stated that the display screen appeared to have an ink spot; making the screen difficult to read. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.